Event description:
This telemetry computer has malfunctioned multiple times. The computer turns off and will not come back on. It is relatively new and needs constant repair. A new hard drive was installed but that did not repair the system. A day later manufacturer installed a new motherboard and processor and downloaded new bios. Two months later noticed fan speed picking up considerably. Unit not booting up after generator testing. Manufacturer replaced mother board and processor, updated bios. Two weeks later unit turned off. Replaced faulty ups ad disconnected the communications cable between the pc and ups as per manufacturer.====================== manufacturer response for data management system computer, philips (per site reporter).====================== they keep coming in to correct the problem however it is a new piece of equipment and should not break once a month.